Manufacturer narrative:
The event occurred in the (B) (6).

Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 7.5 mmol/l and 20.1 mmol/l on the aviva system. Reporter noted that patient did not modify therapy based on these values. No adverse event associated with the alleged malfunction was reported. The manufacturer requested to return of the suspect product for evaluation.